Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a bipap a40 pro red alarm condition occurred. The reporter states the device dashboard turned red and stopped providing air to the patient. The family member restarted the device. The patient had drowning for a few minutes. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer product investigation lab (pil) for evaluation and the customer¿s complaint was not duplicated. The event log was reviewed, and ventilator inoperative alarms were confirmed in the error log. The device failed a test step (pressure sensor). Upon further investigation the device etched disk was confirmed to be partially clogged with debris that appear to have originated from an external source. The device's etched disk needs to be replaced to address the issue. The original part was discarded. Additional information added to box h.

Event description:
The manufacturer received information alleging a bipap a40 pro red alarm condition occurred. The reporter states the device dashboard turned red and stopped providing air to the patient. The family member restarted the device. The patient had drowning for a few minutes. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The bipap a40 pro model number inx3100s19 is substantially similar to the bipap a40 model number 1111177 and will be reported in the united states under bipap a40 pro, 501k number: k121623.